Event description:
Reportable based on device analysis completed on 19aug2024. It was reported that that stent failure deployment occurred. The over 80% stenosed target lesion was located in the moderately tortuous and mildly calcified anterior communicating artery. An 8.0-29 carotid wallstent self-expanding stent was selected for treatment. During the procedure, the stent was deployed less than 50% and could not be completely deployed. The lesion was of obvious tortuosity, and the tortuosity might increase the internal resistance of the stent system and lead to the difficulty in deployment. The physician observed the state of the deployed part of the stent when the issue occurred during deployment according to experience and tried to deploy the stent to a greater extent by re-adjusting the angle of the stent after recapturing the stent, but it was still unsuccessful. At the same time, during this process, the physician constantly observed and paid attention to the state of the blood vessels. There was a slight spasm in the blood vessels, so the physician stopped trying, the deployed part was recaptured into the stent system, and then the stent system was withdrawn from the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the stent was found to be severely damaged. The device was returned for evaluation. A visual examination found the stent of the device to be fully deployed from the device. The stent was found to be severely damaged. A visual and tactile inspection identified no kinks or damage to the delivery system. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
The device was returned for evaluation. A visual examination found the stent of the device to be fully deployed from the device. The stent was found to be severely damaged. A visual and tactile inspection identified no kinks or damage to the delivery system. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.